Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis for the reported event date and did not reveal any abnormalities in flow rate for earlier dates. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus, multi-organ failure and death, have been associated with use of this device as outlined in the instructions for use (IFU). Pump remains implanted.

Event description:
It was reported from (B)(6) that the patient was unable to recover after a pump exchange on (B)(6) 2014 due to thrombus. The current device was implanted on the descending aorta and "physicians were never able to unload the [left ventricle] lv [due to the] left ventricular diastolic diameter [of] 68mm". The aortic valve was reportedly opening with each beat and there was moderate aortic insufficiency. The patient had "multiple pulmonary edema and developed multi-organ failure". After discussion with the family, the physicians decided to withdraw care. The patient died on (B)(6) 2015. The family requested that an autopsy not be performed so the device remains implanted and will not be returned to the manufacturer for evaluation.